Event description:
A report was received that the patient was having difficulty charging the ipg due to its position. The patient underwent a revision procedure wherein the ipg was laid flat. The patient was doing well postoperatively.